Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and found the fluro not functioning and getting errors like radiation without a grid. Upon troubleshooting, fse found the x-ray tube failure. To resolve the issue, fse replaced the x-ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure which was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system onsite and found the fluro not functioning and getting errors like radiation without a grid. Upon troubleshooting, fse found the x-ray tube failure. To resolve the issue, fse replaced the x-ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier, product UDI manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.